Manufacturer narrative:
Product event summary: the device was returned for analysis and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post-implant with an absorbable envelope, the patient's implantable cardioverter defibrillator (ICD) system was explanted due to infection. Cultures were taken and antibiotic treatment was administered. No further patient complications have been reported as a result of this event.